Event description:
Rec'd complaint concerning above product via clinical services. Spoke with regional manager who states that there was a venous line disconnection resulting in a pt death in their acute dialysis program. Rm states that the initiated the treatment without incident via a right subclavian tesio catheter. Pt alert and oriented at onset of treatment. Vital signs taken again 1/2 hour into treatment. Thirty five minutes into the treatment, the health care professional was alerted to a machine alarm, responded immediately noting it was a venous pressure alarm. At this time noted the venous line to be disconnected from the catheter and a large amount of blood pooled by the pt's right arm. Health care professional stated that she was unable to estimate the amount of blood, but also states that the code team informed her that "it didn't look like a large amount." The hct drawn reflects a significant decrease, although hospital staff questioned the accuracy of this value as it was drawn during resuscitation. Health care professional immediately reconnected the venous line and began infusing saline. Patient was at this time unresponsive and was making puffing type respirations. Blood pressure hypotensive at 76/21. Resuscitative efforts initiated by hospital staff were unsuccessful and the pt expired. The actual line was discarded on the day of the event. An assistant director of the hospital commented that the ends of the tesio catheter appeared worn. The hospital has the catheter ends. A response letter has been sent to the regional manager.